Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that cassette rejected by the system, error message and unexplained water leakage was observed from cassette during vitrectomy surgery. The surgery was successfully completed on same day by replacing with another cassette. There was no patient impact.